Event description:
This was an elective right-sided, cardiac lead removal procedure conducted in the operating room with the intent of extracting 2 (rv and ra; 15 yrs old) abandoned leads. The leads were prepped and a lld-ez was connected to the distal end of each cardiac lead. The rv lead was partially dislodged and was easily removed with the lld-ez only. The md then began lasing the ra lead with the 14f sls, meeting resistance in the subclavicular area the md upsized to the 16f sls and the lead was successfully extracted. Immediately proceeding the extraction the pt's arterial blood pressure dropped, a stat tee was performed showing a small effusion. The CT surgeon performed an emergent sternotomy and successfully repaired a "thumb-sized" hole in the pt's right atrium. The pt stabilized, transferred to the ICU and was discharged home one week later. No devices were retained for return engineering analysis, as they were disposed off during the code. Several unsuccessful attempts (B)(4) were made to gain further device info.